Manufacturer narrative:
Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose results. Daughter is calling on behalf of the customer. The customer is concerned with results obtained of 10.9 and 20.7mmol/l. The expected fasting blood glucose test result range is 7-8mmol/l. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 03/31/2020 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly). Result 1 :10.9mmol/l date:(B)(6) 2018 time:10:04pm fasting; result 2 :20.7mmol/l date: (B)(6) 2018 time:1:37pm fasting; result 3 :11.6mmol/l date: (B)(6) 2018 time:11:32pm fasting; result 4 :7.3mmol/l date: (B)(6) 2018 time:2:12pm fasting; result 5 :7.8mmol/l date: (B)(6) 2018 time:12:45pm fasting.